Event description:
The patient presented to the emergency room 'out of it' and was only able to articulate that he had a baclofen pump. The emergency room physician wanted the pump stopped.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).